Manufacturer narrative:
It was initially reported a patient expired while on a ventilator. According to the reporter of the event, the infant patient's nurse had to perform an emergency tracheostomy tube change (reason unknown) in the patient's home. The patient expired several days later in a hospital on (B)(6) 2017. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction had occurred, the event logs would have contained entries related to the malfunction. The manufacturer concludes the ventilator did not cause or contribute to the reported event.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow up report will be filed when the investigation is complete.